Event description:
It was reported to philips that the device would not charge during operational testing and experienced a pacing failure. One therapy pca was returned for failure analysis. The specified problem was not duplicated. The therapy pca passed all the tests. No fault was found with this therapy board. (Updated).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not charge during operational testing and experienced a pacing failure. There was no reported patient or user involvement and no adverse patient/ user impact.